Event description:
It was reported that the patient was not getting coverage with where the paddle was originally sitting. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Sc-1232, (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 561629.

Event description:
It was reported that the patient was not getting coverage with where the paddle was originally sitting. The patient underwent a revision procedure wherein lead and ipg were replaced. The patient was doing well postoperatively, and the explanted devices will not be returned as they were kept by the medical facility.